Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical product: reload, lot no. T40r6y. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an open hepatectomy the ecr60w reload staples did not form when fired across the hepatic vein. As a result, the patient lost >500ml of blood within 10 minutes. The bleeding was controlled, and the case was completed. The pce60a stapler used in this case fired successfully prior to the misfire. It is unknown how many successful firings there were. It is unknown if another stapler was opened to complete the case.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/27/2020 d4: batch # t5dv9u additional information was requested and the following was received: did the patient require a transfusion? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown, but case was successfully completed after bleeding was controlled. Device evaluation summary: the analysis found that one pce60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.